Event description:
During the procedure the physician positioned the coil in the aneurysm and attempted detachment. However, when the power supply signaled detachment the physician pulled on the pusher wire and the coil stretched out of the aneurysm. A stent was placed to secure the protruding portion of the coil to the vessel wall. The procedure was successfully completed. The patient is reported to be fine.

Manufacturer narrative:
Coil protrusion. A device history record (DHR) review was performed and showed that the device met all specifications upon its release. The device was not returned for analysis. Additional information was requested and from the responses it was determined that the patient had a tortuous anatomy and other coils had already been successfully deployed in the aneurysm. In addition, when the power supply signaled false detachment, the current button on the power supply was not pressed in order to resume current delivery. From the information provided, it was determined that the device was not used in accordance with the labeling. The directions for use (dfu) for this device state "once the detachment of the coil has been signaled, verify under fluoroscopy that the coil has detached: slowly pull back on the delivery wire while watching fluoroscopy to make sure the coil does not move. In the unlikely event the coil moves, allow more time for detachment. If necessary, advance the delivery wire to re-establish the wire and catheter marker alignment. Press the current icon on the power supply to resume current delivery". If the coil had not detached after the power supply signaled detachment, the power supply button should have been pressed to resume detachment. This would have prevented the coil from being stretched and subsequently protruding into the parent artery. Therefore, the root cause was use/user error.